Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. During introduction, outside the patient, the 3.0x24mm omega monorail stent rolled up and could not be used. The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. During introduction, outside the patient, the 3.0 x 24 mm omega monorail stent rolled up and could not be used. The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an omega stent delivery system (sds) and stent with no other devices. There was blood and contrast in the guide wire lumen. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. There was multiple stent strut rows on the distal end of the stent with multiple stent struts stretched and bent. Magnified inspection presented no damage or irregularities that could have caused or contributed to the confirmed stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).